Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issues, inflation issues and perforation cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the aus instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring urinary incontinence leading to a surgical procedure to explant this artificial urinary sphincter (aus) due to product performance issues. All components of the existing aus were explanted and replaced with a new aus. Upon inspection of the explanted device, a hole was identified in the balloon. No additional information was reported.